Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and the display screen is blank. Advised customer batteries need to be inserted into device and assisted with programming. Customer declined further assistance. Customer's blood glucose level was 88 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.